Manufacturer narrative:
Product complaint # (B)(4). Additional information: d4, h4, h6. A manufacturing record evaluation was performed for the finished device number, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. It was reported that several needles detached from suture. The needle detached during the closure of the uterus and rectus sheath. The incident happened more than 6 times around the (B)(6) 2025. At least 2 consultants/residents experienced this issue. There were no patient consequences reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4) date sent to the FDA: 1/28/2026. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The following was reported: the needle detached during the closure of the utereus and rectus sheath. The incident happened more than 6 times around the (B)(6) 2025. At least 2 consultants/residents experienced this issue dr (B)(6) & dr (B)(6). 312 eaches from lot no xhbbqqzo are being returned for analysis. Additional information was requested, the following: (B)(4) procedure 1. (B)(4) procedure 2. Have any of these events been previously reported to ethicon? If so, could you please provide the corresponding reference number(s)? Not previously reported if this event occurred during multiple procedures, would you kindly create a product complaint for each event and provide the corresponding reference number(s)? Did this event contribute to any patient adverse event? If yes, please explain. No to date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. D4/g4: device is not distributed in the united states but is similar to device marketed in the USA. Therefore, (01) gtin is not available.